Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the reported problem only happened for a few seconds and then returned to normal use. However, no patient or user harm was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse checked the logfiles onsite and found the hospital power grid input voltage was 397v, which is lower than the required operating voltage of 400v. The voltage on the hospital grid was unstable, and the customer was informed about this information. The voltage was back to normal, and the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The voltage on the hospital grid was unstable, which caused the exposure failure. This scenario includes situations in which the main hospital power supply is unstable and is not caused by the azurion device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was exposure failure with the azurion system. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that exposure was not possible. Philips has started an investigation of this complaint.